Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) was confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt's battery charger wasn't able to charge the pt's batteries. The pt was issued a replacement monitor.